Event description:
Boston scientific crm received information that this left ventricular lead dislodged. The physician was unable to remove the lead so it was surgically abandoned in the patient. It was also observed that the lead had insulation damage accompanied with high thresholds, loss of capture and high impedances. And by flouroscopy, the lead's suture sleeve could not be located.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ultra meter has a battery indicator message. The patient's diabetes is managed with self adjusting insulin. The product issue began on (B)(6) 2010 at 8:30 am. There was no action taken in regards to diabetes management based on the product issue. However, sometime after the onset of the power issue, the patient reportedly developed symptom of "sweaty." There was no allegation of treatment for severe hypoglycemia or hyperglycemia. According to the troubleshooting performed with customer service, the customer care advocate concluded that the battery needed to be replaced. Nevertheless, the patient did not replace the battery per the owner's manual. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly had symptom that can be associated with hypoglycemia after the power issue began.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.